Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced shortness of breath, chest pain and lightheadedness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing on the right ventricular (rv) lead occurred during a ventricular tachycardia (vt) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.